Manufacturer narrative:
H3 other text : device was evaluated by third party service center.

Event description:
The manufacturer received information alleging a ventilator has no output pressure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.